Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low inr result with a coaguchek xs pst meter serial number (B)(4) compared to the doctor's roche meter with an unknown serial number. The customer¿s coaguchek xs meter result was 0.5 inr. A few minutes later, the customer¿s result on her doctor¿s roche meter was 2.1 inr. The customer thought the result from the dr's meter was correct. The customer¿s therapeutic range is 3.1- 3.3 inr.